Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that during use, the device posted a ventilator failure alarm. No injury reported.

Manufacturer narrative:
The device log file was requested but was not provided for investigation. According to the user's statement no ventilator failure occurred- the problem reportedly was caused by a faulty internal battery. As no log was available and as further questions remained unanswered there was only a general approach for this case in question possible. If mains power fails or if the device is disconnected from mains source, the operation will be continued using the internal backup batteries. In this case a "power fail" alarm is posted to indicate that mains power is not available anymore. Further the battery symbol in the status bar is lighting up and the led indicator for mains power supply is turned off. When the remaining capacity of the battery underruns 20% respectively 10% additional "battery low!" Warnings are given. Before the battery is depleted completely the ventilator is switched off accompanied by a "ventilator fail" alarm. In this case the user can switch to manual ventilation. The IFU includes a warning that the system has to be operated under the constant supervision and control of a qualified operator. Verifying that the battery is fully charged is part of the pre-use check described in the instruction for use. With a fully charged battery, the device can be operated for at least 45min. The battery is subject to an aging process and has to be replaced every 3 years. As no further information was provided the age of the respective battery is unknown and also when replacement took place last time. The fabius tiro was manufactured in september 2011. Finally the exact cause for the reported failure could not be determined due to missing information.

Event description:
It was reported that during use, the device posted a ventilator failure alarm. No injury reported.